Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for the positioning issue of the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly had positioning issue. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6) and weighs (B)(6).